Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information noted that the patient experienced wheezing, dyspnea with minimal exertion, and fatigue. Programming changes were made some time prior to the explant to try and address these issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital for a lead revision procedure. Upon interrogation it was noted that the patient was experiencing heavy premature ventricular contractions resulting in a minimal response from cardiac resynchronization pacing therapy. There was no allegation of a malfunction on the lead and all measurements were normal. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.